Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient presented to the emergency department with heart rates in the 30's. It was noted that the right ventricular (rv) lead exhibited loss of capture, high thresholds, and high impedance which caused a polarity switch. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.